Event description:
A malfunction alarm was reported with a code malf 16 on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer will use a backup insulin pump to ensure uninterrupted insulin delivery. Additionally, the customer was instructed to return the defective pump using a pre-paid label and acknowledged understanding the procedure.